Manufacturer narrative:
Weight,ethnicity :unknown/not provided. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that on (B)(6) 2021, the surgeon was attempting to create flaps and suction broke after the laser fired on the left eye (os) with one second into the treatment using a patient interface. Surgeon elected to abort treatment and have patient return in a week. They attempted a second procedure on (B)(6) 2021 but were unable to get the suction to hold. Suction break was prior to the raster pattern and the surgeon converted to photorefractive keratectomy (prk). Pre op best corrected visual acuity (bcva) os: 20/20-1. At one week post post-op patient is seeing 20/50.